Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - damaged / dirty strip connector. Test strips not returned for evaluation. Root cause: foreign material on strip connector. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199, 193 and 198 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 232 mg/dl and 229 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results are of concern - - all results are fasting - - times and dates are subject to the customers records.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199, 193 and 198 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 232 mg/dl and 229 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results are of concern - - all results are fasting - - times and dates are subject to the customers records